Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient returned from a cat scan and the arctic sun device was displayed patient line open (alert 01). The device attempted to prime and then the flow rate went to 0l/min. Per troubleshooting with ms&s, with pads attached the system diagnostics displayed the flow rate at 0l/min, ip at -0.2psi, and cp at 100%. The nurse was guided through disconnecting and reconnecting the pads, and there was no change. The device began to prime and went to 0. The ip remained at -0.2psi. The nurse did not want to troubleshoot each pad. She did not see any damage to the fluid delivery line or pads. The set of pads was swapped for a second set. With the second set of pads, the flow rate was 3.2l/min. The patient temperature was 32.8c and water temperature 31.1c.

Manufacturer narrative:
The reported event was confirmed. The visual evaluation of the returned sample noted one opened (no original packaging present), used arctic gel pad kit present. Only the pouch foil was returned. All four pads were returned. The visual inspection of the pad surface noted no obvious visible defects such as a cut or tear in the foam. The visual inspection of the clear connectors noted a visible chip at the end of the left thigh pad connector. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. Each pad was individually tested. For the right thigh pad, a total of 4.14 l/min m2 of flow rate was registered during the test. System diagnostics were reviewed and the inlet pressure was -7.1 psi and circulation pump command was 25%. For the left thigh pad, a total of 1.91 l/min m2 of flow rate was registered during the test. System diagnostics were reviewed and the inlet pressure was -4.4 psi and circulation pump command was 100%. For right chest pad, a total of 3.90 l/min m2 of flow rate was registered during the test. System diagnostics were reviewed and the inlet pressure was -7.0 psi and circulation pump command was 27% and for left chest pad, a total of 4.02 l/min m2 of flow rate was registered during the test. System diagnostics were reviewed and the inlet pressure was -7.1 psi and circulation pump command was 26%. According to the test method, the flow rate was found not to be acceptable for the left thigh pad. (Acceptable range 2.4 l/min. M2). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Event description:
It was reported that the patient returned from a cat scan and the arctic sun device was displayed patient line open (alert 01). The device attempted to prime and then the flow rate went to 0l/min. Per troubleshooting with ms&s, with pads attached the system diagnostics displayed the flow rate at 0l/min, ip at -0.2psi, and cp at 100%. The nurse was guided through disconnecting and reconnecting the pads, and there was no change. The device began to prime and went to 0. The ip remained at -0.2psi. The nurse did not want to troubleshoot each pad. She did not see any damage to the fluid delivery line or pads. The set of pads was swapped for a second set. With the second set of pads, the flow rate was 3.2l/min. The patient temperature was 32.8c and water temperature 31.1c.